Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (570 mg/dl). Customer administered a manual injection for treatment of high blood glucose level. Customer reported that cartridge and infusion set are changed every four days.